Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3 reference MFR report #: 1627487-2015-07242 and 1627487-2015-07243 follow-up revealed the patient's leads were explanted.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #: 1627487-2015-07242 and 1627487-2015-07243. It was reported the patient has been receiving ineffective therapy and also experiencing pain at the lead site. An impedance check revealed invalid and low impedance on multiple contacts. As a result, the patient will undergo surgical intervention.